Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received and stating that: a. What equipment was used to prepare/mix the cement? Original special bone cement mixing tool. B. What was the timing to mix and the time between mixing and setting? Timing to mix: about 30 seconds, time between mixing and setting: about 25 minutes. C. What equipment was used to deliver the cement? Automobile transportation. D. What was the storage temperature of the cement prior to usage? Room temperature. E. What was the or temperature during use of the cement? 20.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part: 07.702.016s, lot: 3a53572, manufacturing site: werk selzach , release to warehouse date: 03.jan.2023, expiration date: 01.jan.2026, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was admitted due to "inadvertent fall resulting in lumbar pain for 2 hours". 1. Lumbar vertebral compression fracture (l2), 2. Osteoporosis with pathological fracture (l2), 3.2 type diabetes with poor glycemic control. The patient underwent l2pvp + biopsy under local anesthesia on (B)(6) 2024. The patient's low back pain was not relieved as expected after the operation. The reexamination of lumbar x-ray showed bone cement leakage. After the orthopedic department used medications for analgesia, the low back pain was slightly relieved. The patient needed regular follow-up in the outpatient department to evaluate whether there was recurrent fracture and nerve injury in the operated vertebral body. This report is for a vertecem v+ cement kit.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part: 07.702.016s, lot: 3a53572, manufacturing site: werk selzach, release to warehouse date: 03.jan.2023, expiration date: 01.jan.2026, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.